Manufacturer narrative:
Correction information was provided in section a.2, b.5, b.2, b.7, h.6. Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was not returned for testing. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Upon further review, the b.7 section (type of treatment: vitrectomy - removal of the intrepid tip remnant - anterior segment reconstruction) has been retracted from the file, as this was not applicable (reported inadvertently) under relevant history. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information indicated that the issue occurred during ultrasonic phacoemulsification mode of cataract surgery to the right eye. The treatment provided included vitrectomy for removal of the intrepid tip remnant and anterior segment reconstruction. The patient's current condition was reported as recovering with sequelae.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the phacoemulsification tip was broken and capsular bag ruptured during surgery. The procedure type was unknown. There was no information about patient impact. Additional information was requested but non received till day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.